Event description:
It was reported that, during a routine follow-up, loss of capture and high out of range pacing impedances were observed on this left ventricular (lv) lead. A lead revision was performed to replace the lead. During the revision, the high impedances were observed during lead testing via a pacing system analyzer and a lead fracture was confirmed via fluoroscopy. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.